Event description:
On 01-mar-2025, the user called for assistance changing their insulin cartridge and experienced a hypoglycemic event during the call. They reported numbness in their hands and feet and difficulty speaking. A neighbor assisted by providing food (graham cracker) and a glucose tablet and monitored them until stabilized. Since the cgm was disconnected at the time, no alerts were received. A manual bg test read 120 mg/dl after treatment. The user estimated their lowest bg was below 40 mg/dl, but their cgm had stopped reading at 70 mg/dl. The low bg event lasted less than 90 minutes and was corrected with carbohydrates. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.